Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this patient presented with high impedance in unipolar and bipolar. The physician believed it was an issue with the lead. The lead was explanted and replaced and the new lead was tested and the impedance was 958 ohms. The lead was then connected to the device and the leads impedance was above 2500 ohms in both polarities. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.